Event description:
The customer reports that, in the room of the pt (male, (B)(6)), in the surgical resuscitation unit, during the catheter insertion (seldinger technique), the introducer needle was easily introduced in the vessel. Difficulty encountered during dilatation with the tissue dilator, it was very difficult to remove the swg which was bent in the vessel. No consequence for the pt. The event was initially evaluated and determined to be non-reportable based upon the info provided. The returned device was rec'd and the event was determined to be reportable.

Manufacturer narrative:
(B)(4).